Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaints of unexpected sensor alarms were not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and was treated with carb intake. The customer received a change sensor and sensor updating alert. The customer experienced a difference between sensor glucose and blood glucose values. The event involved product(s) mmt-377a,mmt-7040ma, mmt-332a,mmt-1884l. Troubleshooting was performed for the change sensor, and the customer is unable to run a transmitter test passed. The customer was advised to try another sensor. Troubleshooting was performed for low blood glucose. Troubleshooting was performed for the sensor glucose vs blood glucose, and the insulin delivery was not suspended. The customer reported a blood glucose value of 50 mg/dl. The customer reported a sensor glucose value of 80 mg/dl. The difference between sensor glucose and blood glucose was more than 30%. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. It was unknown customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-7040ma was requested, and the customer's response was that the device would be returned. No product return is required for mmt-377a. No product return is required for mmt-332a. No product return is required for mmt-1884l.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.